Event description:
It was reported that following a percutaneous coronary intervention (pci), an angio-seal was deployed and hemostasis was achieved. The pt was being treated for ischemic heart disease. A pre-deployment angiogram revealed no calcification or lesion at the common femoral artery. The diameter of the vessel was 5 mm. A 7f medikit sheath was also used. The pt was kept on bedrest for 16-17 hours. One day later, a hematoma formed while the pt was walking for twenty minutes. Manual compression was applied to achieve hemostasis. The pt has recovered, but was still hospitalized. No additional info is available.

Manufacturer narrative:
No product was returned; therefore, an evaluation could not be performed. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.